Event description:
The wrong valleylab bovie tip blade was sent up and used during surgical procedure (teflon sent instead of insulated). Two burns occurred to the oral mucosa before md noticed the incorrect tip. Surgery was halted and 15 min delay resulted until correct tip obtained.